Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of patient's l5 lead. As a result, surgical intervention was undertaken to replace the l5 lead. During the surgical procedure, the s1 lead fractured and the ipg provided abnormal impedances. As a result, the s1 lead and the ipg were replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.